Event description:
Procedure type: cosmetic. According to the reporter: original surgery was (B)(6) 2013, re-op (B)(6), 2013. In 8 weeks out from panniculectomy, multiple suture granulomas, maxon and biosyn sutures, no comorbidities.

Manufacturer narrative:
(B)(4).